Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has received one inappropriate shock in the past (date not provided) and changes were made to the vectors due to noise recorded previously and then the patient received another shock six months later. During in-clinic testing, pocket manipulation and lifting the patient's leg to cross over the other leg produced noise in all three vectors. Noise was also seen when the patient would move his arm across his chest in front of his body. It was reported that these issues started approximately ten months after implant ((B)(6) 2016). It was noted the patient may have lost weight, but the physician reviewed x-rays and everything appeared fine with the device and electrode. Impedances have remained stable, under 85 ohms. Boston scientific technical services (ts) reviewed x-rays. The electrode looked in proper position, but the device appeared a bit anterior. The device was turned off and the patient was sent home for the day. The patient returned the following day and the s-ICD system was explanted and replaced with a transvenous ICD system. No further issues were identified during the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.